Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: right mentor smooth round moderate profile 475cc saline breast implant, catalog number 3501680. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 475cc saline breast implants which the left side deflated, and on the right-side patient has pain and feels there is bubbles, after implantation. The issue of deflation was confirmed by emergency room scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. His report is for the left side.